Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon, consistent with being advanced over a guide wire and into the anatomy. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers, indicating that the balloon had not been inflated. There was a flared strut in the fifth row of the middle portion of the stent implant. There was no other damage noted to the stent implant. There was no fracture noted to the stent implant as reported. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the patients anatomical information was not provided. The entire length of the tip was measured and met manufacturing criteria. Additionally, a snap gage was used to measure the stent implant outer diameters and these also met manufacturing criteria, suggesting that a manufacturing deficiency did not contribute to the crossing difficulty. Although not reported, the shaft was separated 1.3 cm proximal to the proximal balloon seal. The material at the separation was jagged, suggesting force had been applied. The separated portion including the hub was not returned. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. Potential factors for this type of separation include, but are not limited, mishandling post procedure or excessive pulling force during removal. Additional information received suggests that the shaft must have separated during packaging for return to abbott vascular, as there was no separation noted during the procedure. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication of a lot specific product deficiency. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for break, difficult to remove, failure to advance or material deformation reported for this lot. The difficulty crossing, difficulty removing, flared stent struts and separated shaft appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. All sds are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Based on the reported information and returned device analysis, it appears that after the failed attempt to cross the lesion site, the middle portion of the stent struts caught on the guiding catheter causing the flared stent strut. Although it was reported that the stent had fractured, there was no fracture noted on the returned device and it assumed that the flared strut was mistaken for a breakage. Overall, the difficulty crossing, difficulty removing, flared stent struts and separated shaft appear to be related to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed the stent was found to be flared not fractured.

Event description:
It was reported that the herculink elite failed to cross the lesion in the distal renal artery. Upon attempting to retract the device into the guiding catheter, one of the stent struts got caught on the guiding catheter, so the guide wire, guiding catheter and the herculink elite were removed as one unit. Once outside of the body, it was noted that a stent strut was fractured, but not detached from the device. There was no adverse patient sequela reported. A new herculink elite successfully treated the lesion. Though requested, there was no additional information provided.